Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the customer stated the pump battery depletes quickly after it reaches 40%. Customer reported blood glucose (bg) level was 167 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.